Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Quality assurance will continue to monitor on monthly trend reports.

Event description:
Company representative reported that patient had difficulty removing pen/pen needle from the injection site. The customer was taken to emergency room and had anesthesia to have the pen needle removed from injection site.